Event description:
The patient reported that 3 v-go devices had lifted off the patient's body after only having it on for only 3 hours. The patient did not recall the exact specific dates of occurrence. The patient is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient stated that he does work outside in the heat and that patient may start sweating.

Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were recieved and evaluated for the complaint regarding the device fell off event. All devices were received and inspected; due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint about these devices could not be confirmed.